Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest. The patient's physician advised the patient to remove the lifevest to allow his skin to heal. Follow up indicated that the blisters healed.